Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected filed: g2 (checkmark health professional and unmark company representative) additional information added to field d8, d9, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint a touch panel that was not functioning and blacked out was confirmed. Based on the results of the investigation, it is likely that the image goes blackout due to damage to the touch panel. However, a definitive root cause of the event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center had a touch panel that was not functioning and blacked out. The issue occurred during maintainence. There was no patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.